Event description:
It was reported that pump displayed malfunction alerts in tandem source, including malfunction code 12, and that malfunction recurred even after pump reset. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to reset pump, then arranged for pump replacement under warranty, planned to use multiple daily injections as backup insulin therapy, received instructions for storage mode, cgm reconnection, and reprogramming pump settings, and was instructed to return problematic pump using prepaid label within specified time frame.